Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) returned the implantable neurostimulator (ins) for analysis on (B)(6) 2017. No further complications were reported/are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis was completed on (B)(6) 2017 and found that the battery had reached normal end of service with no significant anomalies found. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the inline extension was stuck within the header of the ins during an ins replacement post eri notification. The cause was unknown, although there was black staining the interior of each extension within about 6 cm. During the operation one of the two leads could not be pulled from the header block. The set screw was tightened and loosened several times. The extension was turned within the header. There was still difficulty pulling lead from the header without force significant enough to stretch the lead between the most proximal and second most proximal electrode on the ins side. The ins will be returned for analysis. The extension was not swapped because acceptable programming utilized electrodes 8 and 9. It was determined that although the extension could be swapped it would necessitate another incision. There wasn't immediate justification to make such a swap given the known programming. No product damage was discovered during the procedure. The rep stated that eventually a good jerk was given to the lead and it came right out. The extension was damaged, but wasn't being used. Normal impedance was noted on lead ii. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.